Manufacturer narrative:
Added date returned to manufacturer: 5/21/2015. Correction to PMA/510k: k133317.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 4max reperfusion catheter. During the procedure, the physician noticed that air was leaking near the hub of the 4max catheter. The 4max catheter was removed from the patient and the procedure successfully continued using another manufacturer's stent retriever. There was no report of an adverse event on the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Result: the 4max was fractured in the strain relief approximately 2.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that during the procedure, the 4max was leaking air through a hole near the hub. The 4max was removed from the patient, and the procedure continued successfully using another company's device. Evaluation of the returned device revealed it was fractured in the strain relief. This type of damage typically occurs due to improper handling during removal from packaging or use. If the 4max is manipulated forcefully or at an angle during removal from packaging or insertion into the patient, the strain relief may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.